Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow-up. It was noted that the right ventricular lead exhibited high impedance. Isometrics were performed, but no noise was noted on the lead and impedance reading could not be reproduced. No intervention was performed. The patient was stable and will continue to be monitored.